Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as neither the lot number nor the catalog number was communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The event description describes that ¿patient required revision surgery due stiffness and glenoid implant wear¿. It is possible these issues were the result of scapular notching which refers to the erosion of the bone inferior along the lateral scapular neck just medial to the glenoid baseplate. Many reports have detailed a high incidence of notching at medium-to-long term follow-up based on radiographs without much initial clinical consequence. However, severe notching can erode the glenoid bone resulting in a loosened glenoid component or glenoid sphere wear (due to the friction with the humeral component) requiring revision. Notching depends on certain prosthetic designs, anatomic and surgical factors. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The manufacturer received a report from the national joint registry that contains unpublished collected data on the usage and the outcomes with the tornier shoulder system. The report details analysis provided for procedures performed between april 2012 ¿ may 2022. During the review of the report, it was identified that on (B)(6) 2019 a patient required revision surgery due stiffness and glenoid implant wear, which was not previously reported to the manufacturer.